Event description:
Periodontal disease, no thread tap used, primary stability was achieved, implant didn't achieve osseointegration, implant was completely covered by bone, peri-implantitis, infection, pain, swelling, fistula, abscess